Event description:
It was reported that the patient received inappropriate shocks due to noise. The lead was explanted and replaced. An insulation anomaly was reportedly observed distal to the lead's bifurcation boot. The lead will not be returned.

Manufacturer narrative:
(B)(4).